Event description:
It was reported that during a da vinci-assisted surgical procedure, a small black piece of plastic broke off of a vessel sealer extend instrument. The piece was retrieved by the surgeon and removed from the patient. The instrument was removed from the field and replaced with a new one to prevent any other piece from breaking off. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information. The instrument was inspected prior to starting and no damage was noted. The surgical task being performed was dissecting. The surgeon believes what may have caused the issue was the instrument getting stuck to the omentum. The instrument was used 5 minutes before the event occurred. The only functionality issue the surgeon noted was the instrument sticking to the omentum. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The fragment was retrieved using a laparoscopic grasper. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the customer reported complaint. The instrument was found to have a broken grip at the grip base. Pieces of plastic molding were found to be chipped off the grip base. The broken pieces were not returned. An additional finding not related to the customer reported complaint was also observed. The instrument was found to have a bent main tube. The bending damage was located at the proximal end of the main tube. .